Event description:
On (B)(6) 2012, at (B)(6), it was reported that there was leakage of blood from the valve on the quadrox-I hmo-70000 oxygenator (lot number 70080619). The oxygenator was changed out to complete the procedure. There was no patient impact. Reference: (B)(4). Note: there were 3 units reported to have the above described problem on 3 different dates in (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the maquet germany laboratory. Visual inspection revealed a crack in the luer lock connector on the venous inlet. During the assembly process, there is visual inspection performed on a random sampling of the luer lock connectors. In addition there is 100% leak testing performed during production. Two changes were made to the design of the luer lock connector, increase in the wall thickness and increasing the radius of the cone. (B)(4).